Event description:
It was reported that the patient had ipg frequent charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed by the facility.